Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner patient experienced allergic reaction, the symptoms included upper jaw pain, sinus pressure, mild sinus congestion and muscle tingling from gums to the nostrils area. Patient was advised to seek medical treatment for evaluation for allergic reaction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.